Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm with a cascading system error 2367 alarm on the homechoice (hc) during peritoneal dialysis (pd) therapy while connected to the hc device. The hp had disconnected during dwell 1 and did not close the clamp on the patient line. The hp then reconnected after hc went into drain 2. During troubleshooting, the technical service representative (tsr) assisted the hp to clear the alarm, end therapy and start over with new supplies. Proper procedures were reviewed per the user manual with the hp. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm (air in line) was use error as the patient disconnected and did not clamp off the patient line and then reconnected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.